Event description:
It is reported the event occurred on a male pt in the (B)(6). The diagnosis is unk. The insertion site was right internal jugular vein. The catheter was placed into the pt at 15:30 hours on (B)(6) 2012. A new continuous renal replacement therapy circuit was connected to the prox and medial lumens at 16:00 hours. The third (distal) lumen was used for infusion until 23:00 hours that evening, after which the heparin was moved to the peripheral line. (This was done as she thought that the arrow line lumen might be needed for a new infusion that would have to be given centrally, this did not actually happen so the line remained unused). The pt was washed and then at 22:30 hours given a shave. At about 00:45 hours on ((B)(6) 2012), the pt's nurse went to her break and his care was covered by a neighboring nurse. When the pt's nurse returned at about 01:45 hours, she saw that blood was oozing from the line. When she investigated, she found that it was leaking from the extension line of the distal lumen, about 1 cm from the triangular blue hub. She called the dr and tried to slide the clamp across this line between the hub and the site of the leak. But could not manage it (there was not enough room) and so the whole tripe lumen was removed. The pt did not seem to be compromised. He remained hemodynamically stable without signs of air embolism or significant loss of blood. His condition remained stable into the next day. The distal lumen appeared to have been working without any problem until this event. The pt's clotting time was checked on a sample of blood around 19:00 hrs and was appropriately prolonged for the dose of heparin being given and there had been no noticeable wet patch to the line when the heparin infusion was running. It seems unlikely therefore, that the line was faulty from the beginning, or that the dr who inserted the line, had cut the extension line of the distal lumen inadvertently during the procedure. The nurse shaved the pt at 22:30 hours and disconnected the heparin at 23:00 hrs. She put a luer bung on the end of the line. She is sure that there was no blood oozing from the line before she left for her break at 00:45 hrs. She said that when she shaved the pt, the clear line site dressing was covering the insertion site, the line hub, and about 2 cm of the extension lines including the point from which the blood was subsequently found to be leaking. Although the dressing was lifting away from the skin a bit, she really didn't think she had brought the razor right up to the dressing edge or even under the dressing where it could have caught the extension line and caused the leak.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.